Event description:
Patient reports both of her cadd ms3 pumps are not infusing. This occurred when she was using the pumps, she did not receive medication for 3 days, she is not symptomatic but did report to her prescriber. Both pumps replaced and couiriered replacements to patient. Dates of use: (B)(6) 2016 to ongoing.